Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the competitive left ventricular (lv) lead exhibited loss of capture and high out of range pacing impedance measurements with any lv ring configuration programming. When the lead was programmed lv tip to right ventricular coil, it yielded good measurements. Two months later the patient was seen in the clinic for follow up and it was noted that the lv lead sensing configuration had not been reprogrammed appropriately, resulting in lv pacing inhibition. An issue with the lv ring electrode was the suspected cause. The patient was seen one month later and the competitive lv lead exhibited acceptable lead measurements when programmed with the lv tip. Subsequently a lv lead fracture was suspected. The patient was seen once again nine months later for further testing on the lv lead where increased but not out of range pacing impedance measurements and complete loss of capture were observed with the lv ring. A lv ring fracture remains the suspected cause, however it was not conclusively determined as no x-ray or fluoroscopy image was taken. The physician has chose to leave the competitive lv lead programmed lv tip to rv coil and will continue to monitor. No adverse patient effects were reported. The device remains in service.